Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the printed wiring assembly (pwa) board. As a result, the pwa board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 46510. The event occurred during testing. There was no patient involvement, no patient injury was reported.